Manufacturer narrative:
Pump was received with minor scratched display window, cracked display window, cracked case at display window corners, missing reservoir tube o-ring, completely broken off reservoir tube lip, cracked case at reservoir tube window corner and stained end cap sticker. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.

Event description:
The customer reported via phone call that the pump was damaged. The customer¿s blood glucose level was 157mg/dl at the time of the incident. The customer reported that the pump had a crack next to the reservoir a piece broke off. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.